Event description:
It was reported to philips that there is no light on the battery when charged.

Manufacturer narrative:
The remote service engineer (rse) evaluated with the assistance of the customer. The rse had customer verify if battery is good. Informed customer that if known good battery is in use then most likely issue is control pca. Hardware is out of support. Emailed customer eol letter. Upon conclusion of the evaluation the customer is deciding to take responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event. The device remains at the customer site and no further evaluation is required at this time. Service/ repair declined by the customer.